Event description:
Related manufacturer reference number: 3006705815-2022-16896. It was reported that both of the patients leads migrated. Migration was confirmed via x-rays. Surgical intervention may be taken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.